Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a ultrasound transthoracic echocardiogram scan noted that the right atrial lead was found dislodged. The scan also noted there was a thrombus located on the atrial lead. No performance issues were noted on the lead. The lead was explanted and replaced. It was unknown whether any intervention was provided for the thrombus. The patient was stable.